Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited noise. During a device changeout procedure, the lead exhibited insulation anomaly. The lead was explanted and replaced successfully. The patient experienced no adverse consequences.